Event description:
Information was received indicating that the reservoir tank to a smiths medical level 1 hotline blood and fluid warmer was found to be leaking. It was reported that there was a crack on the bottom of the reservoir where the leak was coming from. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: one level 1 hotline low flow system was returned for analysis. Upon visual inspection the float switch was noted to be stained red, the enclosure was cracked, covers were observed cracked, the line cord was noted to be worn, and the led's on pcb were broken off. The tank was then filled with water, temp check was attached, line cord was plugged in and the unit was turned on; confirming the complaint of leaking. The root cause was found due to user interface as there was a crack to the enclosure near the drain fitting.